Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to how they felt. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8am on (B)(6) 2018. At this time the patient obtained a blood glucose result of ¿223mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with 100mg januvia per day and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 10-15 minutes later they developed the symptoms of ¿dizzy, weak, blurry vision and shaking¿. As a result of this, the patient called the paramedics, who arrived at about 8:20am. The patient¿s blood glucose was measured on a paramedic meter and a blood glucose result of ¿<70mg/dl¿ was obtained. The patient was given glucose tablets in order to raise their blood glucose levels. At the time of troubleshooting, the cca noted that the unit of measure was set correctly, and the patient did not have control solution available to walk through a control solution test on the subject meter. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.